Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump was not able to change the blood glucose value in the pump settings. There was no blood glucose value as the reported issue occurred prior to customer use.